Event description:
The implant surgeon (B) (6) reported the following event to the sales rep from stryker, (B) (6): during a surgery on a (B) (6) pt, surgery for a duchene myopathy, an issue happened with the cross connector.

Manufacturer narrative:
Device not returned to manufacturer. Additional info has been requested and will be filed in a supplemental report once obtained.